Event description:
End user stated that the bed rail on her (B)(4) semi electric bed has caused a sore under her left knee. User stated it is because the bed rail does not go down far enough when she gets out of bed.